Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from japan that during a craniotomy surgical procedure, it was discovered that once the burr device came into contact with the bone during tenting, the burr broke off. It was reported that there were no fragments left in the lesion. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device failed visual inspection. The external features of the cutter device were visually inspected, and it was observed that the tip of the cutter was broken. The cutter was examined using 28x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. It was determined that the root cause of the cutter breaking was due to excessive lateral or side to side force. There was no other data to support an alternate defect caused the failure. It was determined that the most probable cause for the found defect was user error. Therefore, the reported condition of the device breaking was confirmed. The assignable root cause was determined to be traced to user, which is user error/ misuse.